Event description:
It was reported that the user had difficulty attaching the connector and was unable to lock it into position; customer support verified correct orientation and provided troubleshooting guidance, including use of pliers to aid attachment. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included customer support troubleshooting and user education by phone. Investigation of this case revealed no device malfunction confirmed and user technique was addressed. It was concluded that the event was related to use difficulty with the connector without injury or clinical impact.